Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. The manufacturing location for this product is greater (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Investigation summary: one (1) sample was returned to sbdm, it was noticed that the needle hub was cracked. Leakage test was performed, and the crack needle hub was leaking. House sample inspection - as lot number was unavailable, sbdm check the lots house sample manufactured between 18 nov 2017 to 27 dec 2017. No abnormality was found. DHR review - the manufacturing, process, inspection and test records were reviewed for lots manufactured between 18 nov 2017 to 27 dec 2017. No abnormality was found. Going through the 10ml syringe assembly & packing process, work instruction, test and inspection records, sbdm could not find potential manufacturing process deviation that could have caused the cracked hub. This are no similar complaint case as of this crack issue. Currently the syringe bulk needle is consigned / provided to sbdm by bd (B)(4). There are possibility of issue in the bulk needle manufacturing process or during the delivery of the bulk needles. Corrective action: had quality training on this customer complaint for syringe assembly line workers and quality inspectors. Tightening incoming inspection for bulk needles and keep monitoring of syringe manufacturing process to prevent reoccurrence of the same case. Conclusion: based on investigation and analysis on the complaint case (crack on needle), there is a possibility that there might be a problem in supplier's manufacturing process or during the delivery of the parts (bulk needle). Currently the bulk needle are consigned / provided to sbdm by bd (B)(4).

Event description:
It was reported that the bd¿ syringe and needle leaked between the tip and needle, presumably "through a crack". Found before use. No serious injury or medical intervention noted.